Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the exera colonovideoscope exhibited white detergent solution inside the air/water channel and cylinder. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was possibly white detergent solution. There was no physical damage at the place where the foreign material remained. It was confirmed that user had implemented the reprocessing in line with the instructions for use (IFU). However, could not conclusively specified the root cause of the foreign material remained in the device. The suggested event is detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.